Event description:
It was reported that the left ventricular lead was not capturing and when paced at high output, pocket stimulation began. Fluoroscopy revealed that the lead was dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.